Event description:
It was reported by service report that the scale and bed exit on the bed were inoperable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head left load cell connector.